Manufacturer narrative:
The manufacturing review did not indicate that this complaint was due to the manufacturing process. No adverse complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).

Event description:
As of 08/19/2016, a questionnaire was received which reported that on (B)(6) 2016, a female patient experienced a corneal ulceration immediately after placement of the lenses on left eye. The patient experienced severe pain and redness. The location of the ulcer was "upper." There was no anterior chamber reaction, no scar and no further additional examination performed. Contact lens wear was discontinued and unspecified medication was prescribed. The issue has not resolved. No sequela reported. Requests for further information regarding the incident have been made, however no additional information has been received to date.

Manufacturer narrative:
The lot number is known and samples from known lot 10279807 were returned for evaluation. The complaint samples were found to meet manufacturing specifications. There were no non-conformities or deviations noted. The root cause could not be determined. (B)(4).

Manufacturer narrative:
The device was not available for evaluation. The manufacturing investigation is still in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As of 07/28/2016, an optician reported that in (B)(6) of 2016 a female patient presented with two contact lenses torn in the eye a few times after contact lens placement. The patient cannot wear the contact lenses and has mild ulceration of the cornea. Additional information has been requested but not yet received